Event description:
Pt reportedly underwent total hip arthroplasty on 10/8/96. On 12/29/96, the bipolar cup dislocated from the acetabulem. During closed reduction, the femoral bearing head disassociated from the femoral stem.